Event description:
It was reported that shaft break occurred. During preparation of a 3.0mm x 15mm quantum maverick balloon catheter, it was noted that the delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks to the hypotube. There was a complete separation at 81.3cm distal of the strain relief. The balloon was folded tightly. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. During preparation of a 3.0 mm x 15 mm quantum maverick balloon catheter, it was noted that the delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.